Event description:
Aptus endoanchors were implanted into an unknown stent graft for the treatment of a 6.9 cm in diameter abdominal aortic aneurysm. An endurant ii stent graft system was also implanted in the patient. It was reported that there was wound healing problems in the right groin. The patient was treated with medication and the event resolved. Per the investigator this event was related to the index procedure. No additional clinical sequelae were reported and the patient is fine.